Event description:
The customer reported employees who complained of physical symptoms while working with cidex opa. The customer uses the solution to process vaginal probes. The customer reports having three air exchanges an hour in the processing room so they use a gus system. The employee reported shortness of breath, cough, wheezing, and dizziness. The employee was seen by a nurse practitioner in employee health but was not prescribed any treatment. The customer also reported that there was construction occurring elsewhere in the building.

Manufacturer narrative:
.